Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt reported that their implant was sticking out of their skin and was causing them pain. Pt reported they had plans to get the implant removed and where working on getting in contact with their managing hcp to set a time to have the implant replaced with a different model that would fit better. Pt stated this has been as an issue since either on (B)(6) 2023. Pt stated that implant sticking out is causing itching and burning. Pt stated that it is making it difficult to move around. Agent documented reported information.